Event description:
Rptr noted a severe corneal burn when he finished phaco. Wound was gaping; sutured to close. On follow-up pt complained about the suture, so it was removed and wound began leaking. Pressure patch was applied overnight; the leak stopped and chamber reformed. Cornea is opacified 3-4 mm onto the cornea with corneal straie noted. Observed bubbles coming from sleeve during set up, and leaking around incision during phaco. Thought the sleeve might have been cut.